Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm; however, it could not be completed since the alarm was a past event that was resolved by changing the complete set. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. Ran the occlusion testing and no occlusions were noted.